Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy because the lead was originally implanted upside down. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead was flipped to the correct orientation. Therapy was restored post procedure.